Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted gastric bypass procedure, the surgeon tried to pass the sagb vc through a retro gastric tunnel using a needle holder. Stating that the passage was a bit harder than the usual and a tear in the locking buckle appeared while pulling the device. The surgeon replaced the sagb in a new sagb vc, and the patient was discharged without any consequence.

Manufacturer narrative:
(B)(4). The band was returned for analysis. Per visual inspection, it was observed that one side of the buckle was returned torn, it was also noted that the buckle tab and tongue were damaged. As described in the event a needle holder was used and there was difficulty in passing the gastric band through retro gastric tunnel therefore excessive force may have been used. This could lead to lead to hte band damage observed. A device history record (DHR) review was performed and no anomalies were found with respect to the manufacturing process. It was also noted that products are 100% inspected prior to distribution, therefore it is unlikely that a manufacturing issue contributed to this issue.a review of the product¿s instruction for use (IFU) was performed, and it is noted that an articulating blunt dissector have to be used to place the gastric band through the retrogastric tunnel, it was also noted that if excessive resistance is noted, additional dissection of the tissue can be requested. All information are provided within the IFU to perform placement of the band.